Manufacturer narrative:
The investigation confirmed that lower than expected myoglobin quality control results were obtained using a non-vitros biorad quality control fluid in combination with a vitros 5600 integrated system. The vitros myoglobin biorad, lot 29870 level 1 qc results were lower than expected when compared to the customer¿s established baseline mean value. The investigation concluded the most likely assignable cause of the event was instrument related. The historical vitros myoglobin results indicate acceptable performance prior to the observed shift on (B)(6) 2018. The same shift was observed for vitros ckmb and vitros tropi es results on (B)(6) 2018. The customer repeated testing using fresh quality controls and fresh vitros myoglobin reagent pack without resolving, indicating an analyzer related issue as the cause of the event. An ortho field engineer performed service actions which included performing metering adjustments, replacement of the final well wash nozzle and all associated adjustments. The customer processed quality control fluids after service actions obtaining acceptable results for vitros myoglobin, vitros ckmb and vitros tropi es. The most likely assignable cause of this event was concluded to be an instrument issue.

Event description:
A customer observed lower than expected myoglobin quality control results using a non-vitros biorad quality control fluid in combination with a vitros 5600 integrated system. The vitros myog biorad level 1 qc results were lower than expected when compared to the customer¿s established baseline mean value. Biorad level 1 control lot 29870; vitros myog results 49.73, 44.15, 44.68, 43.15, 40.25, 39.17 ng/ml versus customer established baseline mean 70.3 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The lower than expected vitros myog results were generated from a non-patient fluid, however the investigation cannot conclude that patient sample results were not affected or would not be affected if the event were to recur undetected. Ortho has not been made aware of allegation of actual patient harm as a result of the event. (B)(4).